Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 5.8 mmol/l and sensor glucose level at the event was 2.9 mmol/l. Insulin delivery was suspended due to difference between sensor glucose and blood glucose values. Customer also stated that they had alarm for change sensor. The sensor will not be returned for analysis.